Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient tested positive for titanium allergy. The implant was removed. It was also reported that the patient experience pain and bone loss as a result of the event.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Evaluation of the returned product identified the returned device did not match the reported devices. Customer follow up was performed to confirm the returned or reported device information. The follow up identified the customer stated that the implants reported were directly from the stickers that they placed in the patient's chart and that is what was returned. Therefore, the reported devices were not returned for investigation. The returned devices will not be investigated as the customer confirmed they reported the correct items. The actual device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item #s and lot #s. A pre-existing condition noted on the per was titanium allergy. The reported devices were located on tooth # 11, and was implanted for 6 months. The customer did not provide pictures or x-rays. A device history review was performed and no related deviations or nonconformances were noted. Complaint history review was performed for the reported lot number for similar events and one other complaint was identified. Complainant reported that the patient tested positive for titanium allergy. The implant was removed and the patient reported to have had pain and bone loss as a result of the event. The reported device was not returned and the reported complaint could not be verified as no allergy report was provided as evidence to support the reported complaint and medical events are non-verifiable. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI and lot number; g4: date received by manufacturer; h3: device evaluated by manufacturer: change ¿no' to 'yes'; h4: device manufacturer date; h6: evaluation codes; h10: additional narrative.

Event description:
No further event information is available at the time of this report.